Event description:
During the revision, the surgery was extended by approx one hour attempting to remove the srom stem from the srom sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No devices associated with this report have been returned for examination. The dhrs have been reviewed for both of the now provided product/lot combinations with no related deviations or anomalies identified. Provided operative notes are from, and are a description of, the primary surgery performed (B)(6) 2006 and do not identify a root cause for the difficulties now reported. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.